Manufacturer narrative:
Device received with critical pump error alarm due to main download timeout or external flash crc test failed. Unable to determine the root cause, problem isolated to electronic assembly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an open book image and was beeping. The customer¿s blood glucose level was unknown. The customer reported that they did not receive any other alarm prior to the open book image. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.